Event description:
It was reported there was a measurement problem with the device; however, no specific information on the measurement problem were provided.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting institution phone #(B)(6). Reporter phone #(B)(6).

Manufacturer narrative:
No additional diagnostic/functional testing was performed, the customer was requesting a replacement under contract. No additional details describing the measurement problem were provided. It was confirmed there was no harm to the patient and no intervention was required. This event was related to a part order only and determined to be non-reportable. Replacement parts were ordered and shipped to the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.